Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for radicular pain syndrome (radiculopathies). An impedance issue was reported. Impedance measurements were taken and are as follows: c <(>&<)>0 was 230 ohms, c<(>&<)>2 was 237 ohms, 0<(>&<)>1 was 317 ohms, 0<(>&<)>2 was greater than 4000 ohms, 0<(>&<)>3 was greater than 4000 ohms, 1<(>&<)>2 was 380 ohms, 1<(>&<)>3 was greater than 4000 ohms, and 2<(>&<)>3 was 380 ohms. The rep stated that the patient can only tolerate running impedances at 0.2 volts. The patient was getting their ins replaced today. Technical services suggested testing at a higher voltage on the multi lead trialing cable while the patient is under anesthesia. The rep also stated that the device was at power on reset (por). The patient would follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-may-18. It was reported that the cause of the high impedances was not determined and the impedance measurements were within normal range with replacement device. There were no further complications reported or anticipated.